Manufacturer narrative:
The investigation determined that (B)(6) results were obtained from two different patient samples using vitros ahcv reagent in combination with two different vitros eciq immunodiagnostic systems, when compared to (B)(6) results obtained from using two other vitros ahcv reagent lots during a patient sample correlation study. An assignable cause for the discordance cannot be identified. No historical quality control results were provided, and no performance testing was run to assess instrument performance, therefore, an unknown instrument or reagent issue cannot be ruled out as a potential contributing factor. Inappropriate pre-analytical sample handling is not a likely contributor to the events; however as no information was provided regarding the pre-analytical sample handling protocols followed, it cannot be entirely ruled out.

Event description:
A customer observed (B)(6) results obtained from two different patient samples using vitros ahcv reagent in combination with two different vitros eciq immunodiagnostic systems, when compared to (B)(6) results obtained from using two other vitros ahcv reagent lots. Patient 1 vitros ahcv results (B)(6). Patient 2 vitros ahcv results (B)(6). Biased results of the magnitude and direction observed could lead to inappropriate physician action. The samples were tested as part of a patient correlation between two vitros ahcv reagent lots, therefore no patient samples were reported outside the laboratory. There was no allegation of patient harm as a result of this event. This report is number two of two 3500a forms filed for this event, as two devices were involved. (B)(4).